Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had power failure. The field service engineer (fse) found drawers 2.1 and 2.2 were not receiving power, and all cubies were undetected. The drawer control board and the pyxibus board were replaced. After replacement, drawers were reassigned successfully, and no hardware failures were present. The customer verified functionality by checking all cubies through an inventory count, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was completely down and failed to reboot and the screen remained black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.